Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to continue using the current pump as backup therapy, and a replacement pump was sent by technical support.